Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was having issue during priming process. Customer stated that insulin was squirting out or continues to drip after motor stops during the fill tubing or manual prime process. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. The customer alleged prime anomaly and low bg's on (B)(6) 2022. The device passed the displacement test, rewind test and self test. The device failed the prime/seating test. Unable to perform the basic occlusion test, force sensor test and occlusion test due to prime/seating anomaly. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, a hole on the back of the case (see attached picture), case and keypad smashed/damage (see attached pictures), scratched keypad overlay, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump. The device did not recognized the water filled reservoir that was installed in the reservoir compartment. The device was pushing out the water from the infusion set without seating (prime/fill anomaly was confirmed). Prime/fill anomaly was confirmed, problem isolated to the force sensor. Force sensor zero offset within specification (23.6 mv). During visual inspection, no damage noted on the electronic assembly or on the motor. There was sensor related alarms, auto suspend and low reservoir alarm noted on the event date. Prime/fill anomaly was confirmed. Unable to confirm alleged low bg's. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.